Event description:
The customer's sister called and reported customer was hospitalized with diabetic ketoacidosis and the insulin pump was not delivering insulin. Customer's blood glucose was 421 mg/dl and she experienced nausea. Customer wast treated with fluids and insulin. At the time of this report, customer's blood glucose was 308 mg/dl. It was also stated the customer had attempted to deliver boluses with different sites and the no delivery alarm persisted. It was advised the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.